Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative reported the patient felt like they were not getting sufficient pain relief and were uncomfortable having the device in their body. There was no known cause and the patient had been reprogrammed a few times to try and improve relief. All impedances were reportedly fine. The device was being used as instructed and they were last reprogrammed in (B)(6) 2019. It was reported that they found out on (B)(6) 2020 that the stim had been removed on (B)(6) 2020. It was reported that the issue was resolved. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the removed product was discarded. No further complications were reported.